Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing with pacing inhibition with no asystole during the implant procedure. Troubleshooting was performed and this lead was attached to the device but no acceptable measurements were obtained. It was then tested with a programmer but no deflection was shown on the electrogram (egm). A new lead was tested and acceptable measurements were obtained, however, no amplitude was reported on the electrogram (egm). A new programmer was brought into the catheterization laboratory, the new ra lead was tested with it and appropriate measurements were obtained and the lead was implanted.

Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing with pacing inhibition with no asystole during the implant procedure. Troubleshooting was performed and this lead was attached to the device but no acceptable measurements were obtained. It was then tested with a programmer but no deflection was shown on the electrogram (egm). A new lead was tested and acceptable measurements were obtained, however, no amplitude was reported on the electrogram (egm). A new programmer was brought into the catheterization laboratory, the new ra lead was tested with it and appropriate measurements were obtained and the lead was implanted.